Event description:
It was reported to philips that system would not make xray. The device was in clinical use at the time of reported event. The patient was moved to another room to complete the procedure. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) reviewed the system log file remotely and identified there was a communication error with the generator. A philips field service engineer (fse) inspected the system onsite and identified ips (internal power supply) was defective, and the voltage was missed. The cause of the internal power supply (ips) failure could not be conclusively determined by the supplier's part analysis, however the replacement of the internal power supply (ips) by the field service engineer has resolved the reported issue and restored the functionality of the system. The codes have been updated based on the investigation's outcome.